Event description:
On (B) (6) 2009, pt reported she set up her new infusion device and woke up with her blood glucose elevated to 424 mg/dl. Pt's normal blood glucose is 150 mg/dl. Pt reported she noticed the infusion device basal rates stated zero which caused her blood glucose to be elevated. Assisted pt with setting her basal rates and adjusted the time and date. Infusion device remains in the sart mode. Pt bolused 10 units of insulin prior to the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on (B) (6) 2010, pt reported her readings have come back down to normal.

Manufacturer narrative:
No product will be returned for eval.